Manufacturer narrative:
Disposed of by facility.

Event description:
Surgeon reported that during a fat transfer, the lipfilter exploded losing all the patient's fat. There were no injuries in this event.